Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display turned blue. The customer rebooted the system, but the display remained blue. They contacted a company service representative at approximately 10:30 pm. He assisted them in clearing the system error logs and rebooting the system again, via telephone. The system returned to operation, except for the disclosure screen, which was blank. No patient injury was reported.

Manufacturer narrative:
The company representative drove to the site the following morning. At the time he arrived, the screen was still blue. System operation was restored, but the screen turned blue again two more times, at 8:25 am and 12:15 pm. The system error logs indicated that the central station had a hard drive problem. The central was replaced. The system functioned normally after the central was replaced.